Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/23/2015.

Event description:
Procedure - tep totally extraperitoneal. According to the reporter: during procedure, the sealing got torn and air leak occurred upon inserting camera through the port 3 and started insufflating of the abdominal cavity after the balloon was inflated. The issue occurred in the beginning of the procedure, and the camera was not inserted and removed a lot. Another used to continue the procedure. No patient harm. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.